Event description:
This lead was explanted due to no output.

Manufacturer narrative:
(B)(6) 2018 - it was reported this lead was capped, not explanted. Lead was also not capturing. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.